Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers 07, 08, 09, and 10 did not open when the user tried to pull medication. The user tested other drawers and found that only these four failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed when customer try to pull medication. A field service engineer (fse) found that the half-height controllers for the affected drawers had no light emitting diodes illuminated. Fse replaced two module controllers and verified proper operation using the tester application. The system functioned as intended after the field service engineer repaired the device.